Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple robotic laparoscopic surgery, after firing on the pancreas, the stapler wouldn't open. The surgeon was able to move the stapler side to side until the tissue released. Knife blade would only retracted about 3/4's of the way. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted a the instrument had a returned reload loaded onto it. The reload was unable to be removed. The firing knobs were unable to be retracted. North haven engineering removed the reload from the instrument for further analysis. After being forcibly removed from the instrument, the instrument's firing rod was out of position, and the device could not be fired. The instrument was received with the retraction knob partially retracted, and the tube housing cracked. The firing rod was protruding in excess and rotated abnormally. Rotation knob, articulation cover and body were observed welded appropriately. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the noted condition may occur if the instrument is forced to operate in a thick tissue. Applying excessive force at the instrument shaft could cause the bent condition of the components during firing resulting in tube assembly disengage as observed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at thi s time. If information is provided in the future, a supplemental report will be issued.